Event description:
The MFR rec'd info alleging a ventilator's lcd display screen was blank. There was no harm or injury report.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the lcd display screen was found to be blank. The ventilator's system board was replaced to address this issue.